Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre reader. Customer's mother reported the customer was unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms suggestive of hypoglycemia and was treated with oral glucose by her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.